Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2022. The cause of expiration is unknown. The account/site/customer was unable to provide the information as they did not have the specific case details (and did not have access to the patient records). The device was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use lists all adverse events which may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use lists all adverse events which may be associated with the use of heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient passed away on (B)(6) 2022. The cause of expiration was unknown. The clinic was notified of patient's death by funeral home. Family has provided no information about events leading up to patient death. No equipment was returned.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer¿s investigation conclusion: no device-related issues with heartmate ii left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further communication confirmed that the patient was still alive and ongoing on the device.